Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient, product ID: 3093-28 ,lot# va0nm7m, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
A patient implanted for urinary dysfunction and gastrointestinal/pelvic floor reported that every time she entered a store and went through the security gates, it gave her an electrical shock and shocking/jolting stimulation. It used to be mild, but now it was very strong and the pain lasted two to three days after; it just kept hurting and hurting. There were no traumas or falls that could be related to the issue. No troubleshooting, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.